Event description:
It was reported to philips that the defibrillator failed the operational test. There was no patient involvement. The device failed operational check for tcu staff. When the facilities director reran operational check the problem was unable to duplicated. Upon conclusion of the evaluation, the facility director was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and no further evaluation is required at this time.